Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm events was confirmed with the submitted log file. The log file captured three no external power alarm events on (B)(6) at 4:40 am, 4:50 am, and 4:51 am. According to the voltage values, there was a loss of power from the mobile power unit and the system controller reverted to the internal 11v backup battery for power. Power was restored from the mobile power unit after each event and the alarms cleared. The system operated within the stored patient speed value (5,800 rpm) and low speed value (5,600 rpm) for all events. It was noted the log file was retrieved from system controller (serial #(B)(6)). Attempt was made to obtain additional information from the customer regarding the suspected products associated with the event and the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including no external power alarm. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the mpu was requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 there were several low voltage alarms and no external power alarms noted. The log file captured a no external power event on (B)(6) 2021 from what appeared to be a double power cable disconnect when switching to the mobile power unit (mpu). It looked as if the batteries were in a hazard state of charge remaining. There were further low voltage hazard events on (B)(6) 2021 while using the mpu and appeared there was a total loss of power to the mpu that enabled the backup battery in the controller until power was restored to the mpu.